Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was implanted on (B)(6) 2017 and it was doing well at that time, but wasn¿t doing so well now. The patient reported that right after getting implanted, they were experiencing a lot of vibration on their left side and their right side was ¿so bad.¿ on (B)(6) 2017, the patient stated that it was pretty painful and mentioned that their leg ¿got the same old thing¿ for four hours. Over the next two days, the patient was getting a sharp pain in their leg and hip. At that time, they weren¿t sure if their implantable neurostimulator (ins) was charged or not. The patient stated that their ins said low battery and that they were getting help to recharge their device. No falls or traumas were reported that could have been related to the issue. The patient was redirected to their healthcare provider (hcp) to address the pain in their hip/leg, discuss the vibration, and answer questions regarding the equipment. An appointment was scheduled for (B)(6) 2017. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment to have their device checked on (B)(6) 2018. The patient clarified that stimulation was on the left side instead of the right after the device was implanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to see their healthcare professional (hcp) on (B)(6) and a manufacturer representative (rep) was there. The patient stated that she went to see her hcp because she was not getting any relief whatsoever and her stimulator was not working. The patient reported that they did something and her stimulator does work and she has not had that pain for a couple of days now but she loses her battery. The patient further explained that she charged her implant battery last night to 80% and then also charged her controller to 100% but woke up with no battery charge left on her implant; the patient said this was the second day in a row that this has happened. The patient confirmed that she charged her implant battery to 100% but when she wakes up controller shows the implant battery is very low. On the call, the patient saw the unlock screen 17, then saw the looking for device screen 15 and was able to communicate with the implant but then the screen showed the battery empty message (screen 81). The patient confirmed that they made changes to her settings when she met with her hcp and the rep on (B)(6); patient services reviewed how programmed parameters affect recharge intervals. The patient was directed to her hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient reported that they still have the pain in their leg and hip and that if the device is on a they feel the vibration; they don't feel like it's working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that since implant, the therapy was not working; the patient was still having leg pain and spine pain. In (B)(6) 2017, two weeks after implant, the patient noticed stimulation was only on their left side but they specifically wanted to feel stimulation on the right side. It was not documented whether this change was sudden or gradual. The patient had reported this to a manufacturer representative (rep) and met with the rep three times in (B)(6)2017. The rep had told the patient it was okay for the stimulation to be on the left side. The patient had tried both groups a and b but both had the same issue. It was noted that on (B)(6)2018, the patient had been taking vicodin all day, and that day was the first day they woke up with no pain in their leg and spine. The patient was not sure why; they usually take the vicodin and use a hot pad at midnight. It was noted the patient's doctor wants to give the patient injections in their back but the patient was unsure about that because they had a cortisone shot two weeks prior to(B)(6) 2018, and it was horrible. Troubleshooting on (B)(6) 2018 included checking the ins with the programmer, which showed that stimulation was on. The patient was able to make adjustments to the programs and settings. It was noted that if the patient increased the voltage on group a higher than 3.3, it was then uncomfortable for the patient. On group b and group c they were seeing a message of "settings not available" when they tried to increase the voltage past a certain point. The caller was redirected to the doctor to have an appointment scheduled with a rep to check the device. No further complications were reported or anticipated.